Event description:
A home patient (hp) contacted global technical services (gts) regarding set up questions on the homechoice (hc) machine. The hp stated when the nurse used the compact exchange device (cxd) to spike the bag, fluid started leaking out. The hp stated she believed that the nurse pulled the spike out of the bag and that's why it started leaking. The hp stated that she tried to tell the nurse that this would contaminate the setup, but the nurse would not listen. The hp stated that she would have the nurse call the technical service representative (tsr) to explain that she should start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the instrument could not be open and close properly during use. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the issue was due to use error. The patient reported that the nurse pulled the spike out of the bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.